Event description:
Reported by the complainant as follows: called to report a problem her (B)(6) year son has recently had with a versiva xc dressing. Case as follows: (B)(6): son grazed his knee. Wound minor and superficial, cleaned and duoderm spot dressing (s001sp) applied. This leaked within a few hours and a second duoderm spot was applied. (B)(6): dressing had leaked overnight and so (B)(6) put versiva xc 10cm x 10cm adhesive dressing (s0065) on for extra absorbency. (B)(6): son had a swimming lesson after which the versiva xc dressing came off revealing a very red and blistered square in the shape and position of where the versiva xc had previously been. There were also several spots across his knee with large white heads on them. (B)(6) did not apply any further dressings, but observed the knee over the next few days. (B)(6): by this day the knee had "blown up like a balloon" and there were more spots now on his thigh and chest. (B)(6) called an out of hours duty doctor to see her son. He diagnosed impetigo and commenced the boy on a 7 day course of antibiotics. To date the red blistered area has subsided and the spots have "dried up." The graze is steadily improving without any dressings and the antibiotics continue.

Manufacturer narrative:
(B)(4).